Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported loss of integration for endobon graft placed at tooth site 24, around 5 months after implantation. Endobon graft has been removed. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product analysis can't be performed as the product was not returned the device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding loss of integration: 1 complaint (1 product), this one included, has been recorded on endobon xenograft granules 0.5ml, reference rox05, from 1 january 2017 to 12 august 2020 1 complaint (1 product), this one included, has been recorded on endobon xenograft granules 0.5ml, reference rox05, batch z0124268. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported loss of integration for endobon graft placed at tooth site 24, around 5 months after implantation. Endobon graft has been removed. No additional patient consequences were reported.